Event description:
End user sent an email stating for the last year I've had a skin issue that I could not figure out well we finally figured it out the tip of your easy touch syringes are contaminated . I get boxes of 100 from amazon and 10 pack from cvs. Both are contaminated. I can't begin to explain the hell I have been through. Look and please do contact me as I can tell you so much about what's on the tip. End user was contacted three seperate times and did not follow up with us to obtain further details. Manufacturer has been made aware but without lot number, they can not determine which retain batch to investigate.